Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a gastric bypass procedure, had trouble with trocars leaking. They changed to applied trocars, and had no problem. Surgery was prolonged 30 minutes. There was a longer time for patient in anesthesia. There were no adverse consequences for the patient; patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.